Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 571.6241 was confirmed due to a cable j3 to power board loosened up. It was dropped jarring during the transport. Reseated the cable j3. Performed leak down test an co2 calibration with passing results. A review of the device history record showed the device had a manufacture date of 19dec2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to disconnected j3 cable to power board - reseated. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported alarm - error codes / messages. There was no patient involvement.

Event description:
The customer reported alarm - error codes / messages. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 571.6241 was confirmed due to a cable j3 to power board loosened up. It was dropped jarring during the transport. Reseated the cable j3. Performed leak down test an co2 calibration with passing results. A review of the device history record showed the device had a manufacture date of 19dec2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to disconnected j3 cable to power board - reseated. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.